Event description:
It was reported that this device was removed due to infection. The patient underwent pocket debridement. It was indicated on the user report that the cause of the event could not be confirmed. No other adverse effects were reported and no return of product is expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.